Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a chemoclave® bag spike with additive port where the customer reported that the technician was trying to aspirate some solution out of the bag (no drug in it yet) and after connecting the syringe to the circle priming clave port, the clave just broke off completely. There was unknown patient involvement, unknown delay in therapy but no harm was reported as a consequence of this event.

Manufacturer narrative:
Investigation summary: received one (1) used. List #ch-13, chemoclave® bag spike with additive port; lot #14271825. ---> one (1) used. List #unknown, primary plum set; lot #unknown. The clave was observed to be broken off the spike. The reported complaint of a broken clave could be confirmed. The returned sample was observed to have a broken clave off the spike. The probable cause of the break is from an unintentional twisting force during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.